Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-extension. Upn: m365sc3138250. Model: sc-3138-25. Serial: (B)(6). Batch: 7073386. UDI: (B)(4). Product family: scs-extension upn: m365sc3138250 model: sc-3138-25 serial: (B)(6). Batch: 7073533. UDI: (B)(4). Product family: scs-extension. Upn: m365sc3138250. Model: sc-3138-25. Serial: (B)(6). Batch: 7073564. UDI: (B)(4).

Event description:
It was reported that the patient experienced pain at the pocket site. The patient underwent a revision procedure wherein the implantable pulse generation (ipg) was relocated, and lead extensions were replaced. There were no reported complications postoperatively. The ipg remains implanted, and the explanted extensions were not returned.